Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the needles pull off/detached from the suture during the procedure? Could you please confirm the quantity of devices affected during this single procedure being reported? Could you please provide the lot number? Procedure name?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needles are falling out of/off of the syringe. No adverse patient consequences were reported. Additional information was requested.